Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 62/56 code v on the left side on (B)(6) 2007. The patient was revised on unknown date due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10 - medical devices: metasul ldh, head, 56, code v, taper 18/20; item# 0100181560; lot# 2320799. Metasul ldh, head adapter, l, +4, taper 12/14-18/20; item# 0100185147; lot# 2356253. The durom cup shows damage most likely from the revision surgery, e.g. Nicks, scratches and polishing of the porous coating. On the articulation side of the durom cup numerous fine scratches. No bone attachments on the anchoring side can be observed. The articulation surface of the metasul ldh head shows several slight scratches. In addition, there are small discolorations visible. In this as-received state the metasul ldh head adapter was still assembled with the metasul ldh head and was disassembled using the extractor during the cleaning procedure to further evaluate the head adapter. On the inner surface of the head adapter surface changes due to fretting corrosion were found. There are also lot of polished areas visible. The outer surface shows discoloration and oxidation. DHR review shows that the quality records indicate that this component met all requirements to perform as intended. The root cause investigation has yielded surgical technique due to increased training needs of this cup in an ldh application as the most probable root cause of a higher than expected revision rate for durom cup in the u.s. With particular surgeons. As a result of the system investigation, in july 2008, marketing and distribution of the durom cup was voluntarily and temporarily suspended in the u.s. While updates were made to product labeling to provide more detailed surgical technique instructions and implement a surgical training program for u.s. Surgeons if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.